Event description:
The customer reported that during opcheck, when they press the charge or shock button nothing happens.

Manufacturer narrative:
(B)(4). The customer reported that during opcheck, when they press the charge or shock button nothing happens. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.